Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.41 ml, pressure infusion (400psig) ext set w/remv microclave¿ clear, purple clamp, luer lock where the customer reported that the device was defective/broken at the female luer. The incident occurred 2 times. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The actual device was not returned for evaluation, however, the reported complaint of a broken luer can be confirmed based on the complaint reported condition and device information; the probable cause is due to a material issue on a vendor supplied part. A corrective action is in process. Lot history review was unable to be conducted as the lot number was not provided.